Manufacturer narrative:
(B)(4). The customer removed the battery installed in the device (lot code 1717, use by date (B)(6) 2022) for visual inspection. The customer observed that the negative pin appeared to be further recessed than the positive pin. Physio-control has provided the customer with a replacement battery. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present.  Additionally, when the device was "tapped" it would power off by itself.  There was no patient use associated with the reported event.

Manufacturer narrative:
The battery from the customer's device was returned to physio-control for evaluation.  Physio-control evaluated the battery and visually observed that the negative battery terminal was sunken, which would not allow for a sufficient connection to the device.  The customer received a replacement battery for their device and normal device functionality has been observed.